Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and that it would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that the device is no longer under warranty and is not serviceable. Physio-control recommended that the device be permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.